Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00491686. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information provided, it was reported that the patient has developed mild left breast ptosis and shell irregularities on the implant. During evaluation of the sample, it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The reported complaint was not confirmed for shell irregularities. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: mild left breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00491686. It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 750cc gel breast prostheses developed right breast capsular contracture (baker grade iii) and mild ptosis in her left breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 800cc gel breast prostheses on (B)(6) 2019. The surgeon noticed that the shell on the explanted left breast prosthesis appeared compromised. This medwatch report is for the patient¿s left breast prosthesis.